Event description:
It was reported that the patient's device triggered a high impedance alert and an audible tone every 4 hours. On interrogation there was a single reading of high impedance. It was noted there was impedance rise, increased threshold and possible fracture on the right ventricular (rv) lead. It was further reported that the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and pacing capture threshold in the rv (right ventricle) was rising. On 09-apr-2015, rv pacing impedance spiked to 1094 ohms up from a trend in the 300-400 ohm range. On 30-mar-2015, rv capture threshold rose to 1.625v from a trend ranging 1.125v-1.1.25v. The initial reported event of fracture was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device triggered a high impedance alert and an audible tone every 4 hours. On interrogation there was a single reading of high impedance. It was noted there was impedance rise, increased threshold and possible fracture on the right ventricular (rv) lead. It was further reported that the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and pacing capture threshold in the rv (right ventricle) was rising. On 09-apr-2015, rv pacing impedance spiked to 1094 ohms up from a trend in the 300-400 ohm range. On 30-mar-2015, rv capture threshold rose to 1.625v from a trend ranging 1.125v-1.1.25v. The initial reported event of fracture was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.